Event description:
It was reported that the right ventricular lead perforated the heart and caused blood to pool in the pericardial sac. Pericardialcentesis was performed to remove the blood and the lead was explanted and replaced. During the lead replacement procedure, the physician cut the right atrial lead, so it was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and a breached cut on the outer insulation. The helix was distorted/bent, there was blood on it, and there was apparent explant damage. (B)(4): the full lead was returned and analyzed; analysis revealed the outer insulation was breached cut. There was blood/body fluid (not obstructed) on the proximal conductor and apparent explant damage.